Manufacturer narrative:
Act and up arrow buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector noted. Time advanced properly. No frozen screen noted. The insulin pump was received with minor scratched display window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The time did not advance on the screen. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.